Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the last time he changed his reservoir he noticed the little motor piston was not working well. Customer stated that the motor is not making any more noise now. Customer stated that the piston is not moving. Customer stated that he has not gotten any alarms. The customer was advised to hold the act button to fill tubing with the reservoir out of the pump. Customer stated that the piston does not move when he holds the act button. Customer checked the drive support cap and the cap is sitting in or recessed in the pump. Customer stated that his blood glucose was in normal range. Customer agreed with the replacement policy.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. The motor was moving and the sound was normal during rewind. The drive/motor was inspected and no anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.